Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra-fine¿ pen needle would not allow insulin to flow. This occurred on 15 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 320144 . Batch no: 8149865. It was reported that the consumer found 15 needles in this box that would not allow the insulin thru it with flow check, consumer has vision issues. Verbatim: item # 320144 lot # 8149865 found 15 needles in this box that would not allow the insulin thru it with flow check. Consumer has vision issues. But I was able to inform of non patient end placement with him. Read the privacy statement. Sending mailing kit for the 15 samples. Unknown occd date.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needle would not allow insulin to flow. This occurred on 15 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no: 320144, batch no: 8149865. It was reported that the consumer found 15 needles in this box that would not allow the insulin thru it with flow check, consumer has vision issues. Verbatim: item # 320144, lot # 8149865 found 15 needles in this box that would not allow the insulin thru it with flow check. Consumer has vision issues. But I was able to inform of non patient end placement with him. Read the privacy statement. Sending mailing kit for the 15 samples. Unknown occd date.